Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned part is used with dynamic hip and condylar screw (dhs/dcs) procedures, per technique guide. The returned dhs/dcs guide shaft with flats (338.23) was received with scratches on the shaft and one distal tang, which is intended to mate with dhs/dcs lag screws, is torsionally bent and the other distal tang has sheared off at its base after excessive torsional bending ultimately led to a break. The returned guide shaft does not have a lot number so a device history record was not performed, but the latest guide shaft with flats drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that would have contributed to the complaint condition. The returned dhs/dcs guide shaft with flats seemed to have sustained damage, which is indicative of the tangs of the shaft being exposed to excessive torsional forces. It is possible that the shaft was used during procedures involving strong dense bone, which contributed to the torsional damage to the tangs. Additionally, if the tangs were not properly engaged with lag screws, the off axis loading could have also contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip surgery, surgeon had difficulty inserting lag screw even after tapping canal to twist screw to final placement. When surgeon pulled the coupling screw and inserter off, it was noticed that a piece of the inserter tip was bent and other side was broken completely. A back-up inserter set was used to complete the surgery successfully without any surgical delay. Patient/status outcome was good and no fragments were left in patient. This report is 1 of 1 for (B)(4).